Event description:
The pump was explanted and returned due to suspected battery depletion ater 72 months implant duration. There was no injury to the patient. The drug used in the pump is lioresal 2000 mcg/ml.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.